Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying the "battery indicator". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred at an unspecified date and time in (B)(6) 2011. The patient stated that he manages his diabetes with the insulin pump and denied making any changes to his normal diabetes management routine in response to the reported issue. At an unknown date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "extreme thirst and dry mouth" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca noted that the batteries had been replaced several times, but the reported issue remains unresolved. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient claimed to have developed symptoms suggestive of severe hypoglycemia.